Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that plastic holder where the catheter is placed, so that the catheter is fixed, comes off the plaster. The statlock was used on a patient. The catheter wasn't fixed and felt out. Need to replace the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a retainer disconnecting from the pad was confirmed and determined to be manufacturing related. The products returned for evaluation were two PICC plus crescent statlock devices. A gross visual inspection of the returned devices found that the retainer had partially separated from the retainer pad in both units. Microscopic inspection found that both units had smaller amounts of adhesive residue on the bottom of the retainer when compared against a similar non-complainant unit. Additionally, little to no tearing of the pad was observed, indicating that the user had likely not forcefully torn the retainer off the pad. The features observed suggested that insufficient adhesive had been applied to the retainer during product manufacture, allowing the pad and retainer to easily separate. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Additional information received: the failure was during use while the statlock was already securing the PICC on the body.